Event description:
Incident involving the death of a home oxygen pt in a house fire, the cause of which is unk yet. Ex-smoker with copd. Pt put to bed at 10:30 pm, all was well. At 6:15 am, the other occupants of the house were woken to a hissing sound and pt crying for help. They tried to enter the downstairs room which was on fire and pt received significant burns.

Manufacturer narrative:
Device is being evaluated by airsep corporation and the (B) (6) in (B) (6), on may 13, 2010.